Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx rx was implanted in the rca. On the same day, plaque prolapse during stent procedure was reported in the target vessel. The patient was treated with medication. The investigator assessed the event as casually related to the device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated the stent thrombosis as no event. The patient has a medical history of hypertension and previous mi. It was noted that following stent deployment, subject had transient no reflow, and st elevations were present in monitor. After treatment with medication, restoration of normal flow in vessel was noted and resolution of st elevations. Non q wave mi(tv) was adjudicated as a non-event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: cec adjudication: non-q wave mi (tv) mdt extended historical peri-pci patient medical history includes abdominal aortic aneurysm, congestive heart failure if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed the event as probable related to the index device. If information is provided in the future, a supplemental report will be issued.